Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem by using the normal method. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.